Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clip applier misfired clips and also no clips when fired." Intervention - "another clip applier opened to complete the case."

Manufacturer narrative:
Additional information was requested. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the device was not loading and closing clips properly. The unit was disassembled for further evaluation and internal component non-conformances were found. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, february 17, 2016: I have never known a customer to count clips in a case before. I don't believe we are going to be able to get this information.